Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was). The device was bloody.the hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/punctures/abrasions). The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 01mar2018. It was reported that the closure device was the wrong size for the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) was inserted into the laa. A 30mm watchman ® laa closure device was selected, but the size was inappropriate for the patient. A second attempt was made using a 33mm watchman ® laa closure device again the size was inappropriate for the patient. There were no issues with the was. The procedure was not completed due to another reason. No patient complications were reported and the patient status is stable. However, device analysis revealed inner liner delamination.